Event description:
It was reported that a pumps keypad was inputting double values when a single key is pressed. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the following keys are inoperable: (.), #2, #3, and #4, #5, #8 and #9 keys caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the "abc" key is selected, ad will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to investigate the reported event.